Event description:
It was reported that during a therapy with pico, there was little suction on the edge of dressing but there was no suction on wound areas, despite the ¿ok¿ light was on. The sign for leakage did not light on, however no leakage was detected.

Manufacturer narrative:
The device was not evaluated due to it was not returned for investigation. Investigation summary: we have now concluded our investigation into this complaint. The supplied photos of the dressing and pump have been assessed however unfortunately do not provide any insight into the root cause of the reported issue. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.